Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a screen that indicated a possible device malfunction had occurred. The patient had been undergoing radiation therapy. It was further reported that subsequent interrogation attempts with the ICD were unsuccessful.